Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pully wire mechanism on the force bipolar instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.